Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after an angiogram procedure using a 6f sheath. Reportedly, resistance was felt during removal of the prostyle device. The lever was returned to its original position but the foot did not retract. A foot break occurred. Force was not applied during removal attempt. Surgery was performed to remove the prostyle device including the detached foot. No vessel damage was noted. Hemostasis was achieved via surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a difficult to close foot include, but not limited to, tissue or suture caught in the foot or posterior cuff partially deployed in the foot. Compromise foot functionality, removal of the device with the foot deployed likely led to the separation and subsequent device entrapment. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.